Event description:
An eagle cervical screw had back out from the plate. An x-ray taken post-op shows were flush. One month post-op a screw was noted to be 1-2mm backed out.surgeon is taking no action at this time. As an event of this nature could result in the need for surgical intervention an MDR shall be filed.